Event description:
On (B) (6) 2009, a new reagent pack for folate was placed on instrument and control results were out of range high. On (B) (6) 2009, the same reagent pack was calibrated with acceptable results. Qc was also acceptable, therefore, samples were run. Later that day, the controls were repeated and were out of range low and pt testing stopped. The reagent pack was replaced on (B) (6) 2009 with the calibration and control acceptable on the new pack. All samples from (B) (6) 2009 were retested with the new pack from (B) (6) 2009 with differing results. Of the 29 results provided, 11 were discrepant. All results are in ng per ml. Sample 1 initial result was 4.7, repeat result was 8.3. Sample 2 initial result was 7.7, repeat result was 12.2. Sample 3 initial result was 3.7, repeat result was 6.6. Sample 4 initial result was 4.5, repeat result was 7.7. Sample 5 initial result was 4.4, repeat result was 8. Sample 6 initial result was 6.7, repeat result was 11.5. Sample 7 initial result was 8.7, repeat result was 13.5. Sample 8 initial result was 2.6, repeat result was 6. Sample 9 initial result was 4.1, repeat result was 8.2. Sample 10 initial result was 8.5, repeat result was 13.16. Sample 11 initial result was 11.1, repeat result was 19.3. The user has "retracted all results, no other problems for pts were mentioned".

Manufacturer narrative:
If add'l info is rec'd, appropriate notification will be provided.